Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/3 of their automated peritoneal dialysis therapy. Reportedly, the home patient forgot to press stop when disconnecting to use the bathroom. The home patient's spouse reported that the home patient received the alarm when pt reconnected to the setup. Baxter's technical service center assisted the home patient's spouse in ending therapy. Per the service order, the home patient was going to complete therapy with manual exchanges. No patient injury or medical intervention was associated with this incident, per the home patient's nurse.